Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tips were getting stuck while opening and closing. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0285¿ offset at the tips. This causes the tips to get stuck while opening and closing. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.